Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause of low bg was unknown. Customer suspected cause may have been due to delivering insulin too close prior to going to sleep. Tandem technical support reviewed the pump data and found that the pump was working as intended.